Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07741. It was reported a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. Baseline tee measurements were obtained in the 0, 45, 90, 135 views: the os measurements ranged from 17 mm to 21 mm and length ranged from 17.7 mm to 24.8 mm. A fat pad or trace pericardial effusion was present before start of case and was documented. The laa morphology was shaped like a foot and there was no thrombus noted. The trans-septal was completed using transesophageal echocardiogram (tee)-very thick lipomatous hypertrophy interatrial septum was present. The physician had a hard time crossing and this could have been when the perforation took place. An inferior and mid-posterior position was accomplished. A double curve watchman ® access system (was) was used. The la pressure was 5 and fluids were given. An unknown pigtail catheter was navigated through the was into the laa and a fluoroscopy contrast shot was obtained. The pigtail was advanced and the (was) was advanced to the 27 mm marker band. A 27 mm watchman ® laa closure device & delivery system (wds) was prepped. Confirmation of placement using fluoroscopy was obtained before pulling out the pigtail. The wds was advanced through was and the markers bands lined up. The (was) was snapped back to the wds using a left to right movement and the closure device was deployed slowly. After deployment, all 4 tee views were reviewed. The closure device landed at the distal to os and there was a small gap. The physician stepped on fluoroscopy and performed an aggressive tug to pull the closure device into correct position and fill the gap. The physician performed a partial recapture and redeployed and this could have been when perforation took place). They performed a sweep for an effusion after redeployment there was no effusion. The tug test was successful with movement of the closure device and laa together. A contrast fluoroscopy shot was performed. No jets were present and a good seal was noted with flow through the closure device. Tee measurements in the 0, 45, 90, 135 degrees was performed for compression measurements. The compression ranged from 16-22% compressed giving us an acceptable compression rate. Then the patients¿ blood pressure dropped to 80/50 and they performed a sweep for an effusion and a pericardial effusion was present. The release criteria were met and the closure device was released. The physician prepped the patient for pericardiocentesis and tapped the patient. The patient was given protamine and their vitals were stable. The physician was still pulling off blood so he called the cardiac surgeon. They spoke and waited and watched the patient's vitals. They both decided to take her the operating room just in case they needed to do surgery because there was concern if they need an operating room later there might be a surgery scheduled in that room. No thoracotomy was performed. The bleeding had stopped on its own and the surgeon didn¿t do anything but watch and wait. The patient was stable and moved to the critical care unit for observation and recovery. The patient remained stable and went home the next day.